Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years, 11.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing speed drops below the low speed limit with corresponding audible alarms. The patient was asymptomatic during the events. Information regarding how low the speed had dropped was not provided. It was reported that data log files would not be submitted. An ungrounded power module patient cable was requested for the patient's use by the health care providers. The patient currently remains on support with the ungrounded power module patient cable with no further issues reported and no further intervention planned.

Manufacturer narrative:
The reported pump speed reductions could not be confirmed because no log files were submitted to the manufacturer. Additionally, a specific cause for the event could not be determined as the patient remains on lvad support with the ungrounded power module patient cable. It was reported that no further intervention would be planned. No further events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.